Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion of blinatumomab. The infusion was initiated 22jul2024 at 1320pm. On 23jul2024 at 1345 upon assessment, the device was found to have "time left" of (25) minutes. The device was removed and assessed internally. There was patient involvement but no harm. Although requested no devices will be returned.

Event description:
It was reported an under infusion of blinatumomab. The blinatumomab, a 24-hour infusion, was initiated (B)(6) 2024 at 1320pm. On (B)(6) 2024 at 1345, the device was found to have "time left" of twenty-five (25) minutes. The device was removed and assessed internally. There was patient involvement but no harm. Although requested no devices will be returned.

Manufacturer narrative:
Omit: c20 - no findings available. Correction: unique identifier (UDI) #. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion of blinatumomab was confirmed through a review of the device logs for this investigation. ¿ a review of the suspect pump module and concomitant point of care unit (pcu) event logs confirmed that the system finished the infusion approximately 1 hour later than expected on (B)(6)2024 at 2:15 pm. ¿ the logs identified that on (B)(6)2024 at 1:22 pm, a remote IV message was received, and the infusion was started for drug ID: 579 (blinatumomab), with a rate of 10ml/hr and a volume to be infused (vtbi) of 240ml. Primary volume infused (pvi) was recorded as 2830.98ml. ¿ it was observed that between 1:22pm on (B)(6)2024 and 1:46pm on (B)(6)2024 multiple device alarms for occluded patient side and air in line, as well as pause selections occurred during the infusion resulting in an additional 1 hour of infusion time then was expected. ¿ at 2:15 pm, the user channeled off the unit. Pvi was recorded as 3068.82ml. ¿ infusion duration time calculated by designated complaint handling unit (dchu) was approximately 25 hours and 5 minutes with the amount of blinatumomab medication infused calculated to be 237.84ml. ¿ the review of the suspect pump module error log showed no errors or malfunctions on the incident date that would result in the reported event. ¿ inspection and testing could not be performed due to the suspect pump module and concomitant pcu not being returned for investigation. ¿ a review of the bd alaris user manual v12.1.3 (dir: (B)(4)) showed a warning indicating that before each use, verify that all alarm limits, such as occlusion alarm limits, are appropriate for the patient to ensure that alarms occur as intended. The system is designed to alarm and stop based on pressure limit settings, but you must monitor the infusion to ensure that it is proceeding as expected. The system is designed to alarm and stop based on pressure limit settings, but the clinician must monitor the infusion to ensure that it is proceeding as expected. The clinician should also ensure that air is expelled from line prior to beginning infusion when priming. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of an under infusion was identified to be the result of interrupted infusion by the device. The under infusion was caused by multiple device alarms for occluded patient side and air in line, as well as user pause selections resulting in an additional 1 hour of infusion time than was expected.